Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with an anterior flail. One clip was implanted successfully reducing the mr to grade 1. On (B)(6) 2022 a transthoracic echocardiogram (tte) was performed due to the patient experiencing shortness of breath. The tte found that the implanted clip detached from the posterior leaflet due to degenerative mitral valve disease. On (B)(6) 2023 a secondary mitraclip procedure was performed to treat recurrent mr grade 4. Two additional clips were implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported recurrent mitral regurgitation, and the reported dyspnea, appear to be due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.